Manufacturer narrative:
Correction: no device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 571.6240. The tech recommended checking the harness to oridion module and reseat harness. Then replace the etco2 board. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 02aug2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 14681746 was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 571.6240. The tech recommended checking the harness to oridion module and reseat harness. Then replace the etco2 board. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 571.6240. The tech recommended checking the harness to oridion module and reseat harness. Then replace the etco2 board. There was no patient involvement.